Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer alleging for under delivery issue on insulin pump. The customer's blood glucose was 206mg/dl at the time of incident and current blood glucose 126mg/dl, trouble shooting was performed and found customer received no delivery alarm. Auto mode feature was not active since customer does not use sensor product. Customer reports event was resolved by changing complete set. Using bolus wizard and manual bolus are not going through. Customer stated though the value of blood glucose is not considered a high, he considers it to be high. No alarms haven taken place. Also stated did a five mile walk and had no food and my blood glucose continued to go up, this happened today, yesterday and the day before. Took a manual injection that has lowered blood glucose. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and was received with operating currents within specifications. The device passed the self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and dat test. The device did not have an under delivery anomaly nor an unexpected insulin flow blocked alarm.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.